Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two unspecified mentor gel implants, suffered severe capsular contracture post-operatively and was placed on singular for six months. The patient could not lift their hands above their head and also developed rash under both arms and the sides of their breasts. The patient reported that their doctor acted like this was normal and made her come to the office to pop the crystals. The patient underwent bilateral removal and replacement with two 425cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2006. This medwatch form is for the left breast prosthesis.